Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for lead revision surgery. The right atrial lead exhibited a failure to sense. The lead was explanted and replaced. No further information was available.